Event description:
During a therapeutic urology procedure, the users experienced a complete loss of image. The device was withdrawn, and the users completed the procedure with a different device. There was no pt harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed an image difficulty with the device. The image was observed to flicker intermittently when the bending section was manipulated. In addition, leaking was found on the bending section cover due to a cut, and the bending section mesh was frayed. There were deep scratches on the insertion tube. The device was determined to be beyond economical repair, and was scrapped. This medical device report is being filed in an abundance of caution. (B)(4).